Manufacturer narrative:
The device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the facility that in unspecified timing the examination lamp of the device did not lighted up. Other detailed information was not provided. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. However, based on the report of olympus service operation repair center (sorc) and thing which it could not be duplicated the reported phenomenon at sorc inspection, omsc surmised there was the possibility this phenomenon was attributed to a problem of other device used in combination with the device. Or it may be because the lamp cover was not closed or the halogen lamp was not installed properly to the device.